Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed baag/vent switch sometimes does not fully switch, causing the unwanted positive end expiratory pressure . The bag vent switch was lubricated to allow it move as expected, and the unit was returned to service.

Event description:
The hospital reported the unit was providing unrequested positive end expiratory pressure during a case. The patient was manually ventilated until the unit could be swapped out. There was no report of patient injury.